Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial lead exhibited noise during a 6 month post-implant follow up. The noise was unable to be programmed around and the system was reprogrammed to vvi. Right atrial lead insulation body damage during an unrelated chest x-ray on (B)(6) 2018. Clavicular crush was noted. No further intervention was reported. The patient was stable throughout.